Event description:
During an atrial fibrillation (a fib) procedure, a farawave catheter was selected for use. The physician attempted to wire the right inferior pulmonary vein (ripv) for farapulse applications, but encountered early branching and small branches. While probing with the wire, it appeared to have caught tissue and became stuck. The physician forcefully attempted to retract the wire, but it remained immobile. Concerned that tissue might have been caught, the clinical team recommended pushing the wire forward. However, the wire had already broken at this point, with the coils coming apart. The catheter and wire were removed from the body, revealing a small piece of tissue near the breakage site. The procedure was completed using a new wire and catheter, with no further complications reported. The device is not expected to be returned as it was retained.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.